Manufacturer narrative:
The product is expected to be returned for analysis, but has yet to arrive at this tome. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged as confirmed via x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The rv lead was removed and replaced with an alternate. No additional adverse patient effects were reported.